Manufacturer narrative:
Received only drainage bag and meter bag. The reported event was confirmed as cause unknown. Per visual inspection, there was a missing piece noted on the outlet valve of the urine meter bag. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "cautions and warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." (B)(4).

Event description:
It was reported that the user discovered that there was no twist valve on the meter when the urine leaked from the bag, after placement during surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user discovered that there was no twist valve on the meter when the urine leaked from the bag, after placement during surgery.